Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer stated their blood glucose (bg) levels "were good". The customer stated that after they received the occlusion alarm, they resumed insulin delivery and delivered the rest of the bolus without changing supplies. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated they would change out their supplies later in the day.